Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a stray cuvette had fallen underneath the luminometer waste probe and was removed. The cse performed an empty and fill and the customer performed a daily cleaning. The cause of a delay in testing was related to the cuvette jam. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument reported a delay in testing of an infectious disease methods. There are no known reports of patient intervention or adverse health consequences due to the delay in testing of an infectious disease methods.